Event description:
It was reported that the patient experienced a hyperglycemic episode on (b)(6) 2026, which successfully managed with self-administered insulin via insulin pen which resulting in stable blood glucose levels with no reported complications.

Manufacturer narrative:
E1: Patient Country: Japan. (b)(6). Country: United States of America. Street: (b)(6). City: (b)(6). State: (b)(6). Zip Code: (b)(6). Based on the available information, this event is deemed to be a serious injury Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545, Manufacturing Site: 3003442380.